Manufacturer narrative:
Additional narrative: a product development evaluation was completed: per the technique guide, the depth gauge is part of 2.4 mm variable angle lcp distal radius system and is used to measure the depth of the holes for the 2.0mm/2.4mm screws to ensure the correct screw length is used during the procedure. The returned depth gauge (lot# 7366870) was manufactured on may, 2013 and is 1year and 6 months old. The depth gauge was received disassembled. The needle is broken off the graduated body. The broken needle was examined and it shows no signs of dents or bends. The slide mechanism on the depth gauge was tested and there are no issues with the sliding mechanism. The outer body of the depth gauge does not fall off when the device is held vertically. The miniature ball on the slider is present. There handle has an e etched on it indicating the device is from an evaluation set. Also, the protection sleeve was returned with the device and there are no issues with it assembling to the returned device. The thickness of the needle (1.25 mm) is driven by the fact that the needle must fit into a drilled hole of 1.5 mm, and the length (80 mm) is determined so the slider can measure screws up to 40 mm. The material of the needle probe component is extra hard 316ss, which is an appropriate material for an instrument component of this type. A review of the design drawing indicates that the returned part was manufactured to the drawing. The dimensions, material, and tolerances are within specification. The complaint is confirmed for the complaint condition. The most probable root cause for this complaint is excessive force exerted on the depth gauge or placing / dropping heavy instruments on top of the device during the sterilization process could have led to this complaint condition. Event date: unknown. Device returned on (B)(4) 2014. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the needle on a depth gauge broke. It occurred during surgery on the back table. Another tool was available. There was no delay. There was no harm to the patient. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the service history review has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: lot #7366870 no service history review can be performed as this is a lot controlled item. The manufacture date of this item is 06-may-2013. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed. An additional evaluation was performed. The customer reported the needle broke off. The repair technician reported the tip was broken. The item is not repairable. The cause of the issue is unknown. This item was forwarded to the complaint handling unit . If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.